Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial#: (B)(4), implanted: (B)(6) 2010. Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(4), ubd: 19-mar-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and healthcare provider (hcp) regarding the patient's implantable neurostimulator (ins) for complex reg. Pain syndrome type I and rsd/causalgia-complex regional pain syn. Information was reported that the patient had both devices removed due to inflammation at their device site. The caller stated the inflammation started seven weeks after their implant, but it was not known which implant date they were referring too. The patient was overheard saying the inflammation got worse, so they removed the devices this march and the patient also had drainage after thedevices were removed. There was a confirmed infection, and the patient had a total explant of both systems. The patient is still currently in the hospital to get an emergent MRI. The patient said she has a large pocket of fluid on her spine form the surgery she got to remove the inss. The patient said this was going to be her 3rd MRI for this issue. The has more than 8 inches of fluid on her spine. No further complications were reported. No additional patient symptoms were reported.